Event description:
A us distributor contacted zoll to report that a patient developed welts and bumps on their back, front and sides from the lifevest equipment. Patient described the area as red, itchy and leaking. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.